Event description:
The customer reported the sys had an ad channel 15 error message. This message will result in a no boot situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards were reseated during the svc call. The system was tested and found to be working as intended and put back into svc.